Event description:
It was reported that when attaching the connector in the process of catheter placement, the part could not be engaged firmly and was separated just with a gentle pull.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a groshong connector failing to connect firmly was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video depicting a 4fr s/l groshong nxt connector. The video showed the connector being assembled with the catheter. The connector could be seen to be assembled and subsequently pulled apart. The locking arms appeared to fail to engage firmly with the corresponding slots. While the connector in the video was observed to be easily disconnected, inspection of the video was insufficient to identify the cause of the connection failure. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include connector damage and dimensional incompatibility between the two connector segments. Device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv4016 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when attaching the connector in the process of catheter placement, the part could not be engaged firmly and was separated just with a gentle pull.